Event description:
It was reported by the surgeon, "the locking mechanism on screw a failed and did not lock."

Manufacturer narrative:
Device remains implanted. No eval will be performed. If the device or additional info becomes available, it will be reported on supplemental report.